Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the nail fractured near the lag screw hole and the fracture of one of the distal screw. Also noted notching and scratches on the nail. It was noted that the nail fractured at the lag screw hole. The top fracture shows post-fracture damage. A possible secondary fracture may have originated creating a ridge where the two fractures met. The material analysis confirmed the im nail material as ti6-4 titanium alloy conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(6) medical product - ti-dble lead cort 5.0x58mm scr, cat#: 14-405058 lot#: ni; end cap 15mm, cat#: 29209 lot#: 351670; lag screw solid sliding 115mm, cat#: 29282 lot#: 017424. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08263 and 0001825034-2017-08264.

Event description:
It was reported that the patient underwent a revision of a trochanter nail. The nail and one (1) of the two (2) cortical screws fractured and were explanted from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.